Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced left side deficit which intermittent aphasia along with headaches and pain behind the left eye. The patient returned to the operating room (or) and received a secondary procedure to re-explore the area. The physician post-dilated the stent with a 6x30 balloon and was satisfied with the results. The procedure was completed successfully with and the patient is neuro intact.